Manufacturer narrative:
Analysis of the returned device shows that during visual analysis, no damage or defect visible on the ibt. The shape of the balloon indicates that the balloon has been inflated at least one time. The fact that no blood is visible on and in the ibt, indicate that it was probably not used in surgery. During functional analysis, an attempt was done to inflate the balloon, but it was not possible due to a leakage of the ibt at the distal end of the balloon. The distal bonding of the balloon was inspected and no problem detected between the different layer. At this point, the ibt has been cut to have access to the inner. The inner has been visually inspected and a possible location of the hole was detected nearby the proximal edge of the distal marker band after that, it was necessary to confirmed that the hole goes through the inner and therefore, the inner was cut in two part to see if a hole was present in the inside of the inner and it is. Based on the information provided, visual and functional analysis, the leakage of the balloon is confirmed. The most probable root cause is that the leakage comes from the hole on the inner mix probably due to a stylet re-insertion.

Event description:
It was reported that a patient underwent an unknown kyphoplasty procedure. During the procedure, it was noted that the balloon had a leak. No further details are known at this time.

Manufacturer narrative:
(B)(4). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.